Manufacturer narrative:
Feb. 03, 2016 10:31 am (gmt-5:00) added by (B)(6): further information regarding the event has been sought. A supplemental med watch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator's air gas module malfunctioned. There was no patient harm reported. (B)(4).

Manufacturer narrative:
(B)(4). The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. During test in a reference ventilator several sub-tests failed during the pre-use checks tests. Several alarms were generated during ventilation. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during the pre-use checks and alarms will be activated if the failure occurs during ventilation. Ocular inspection showed moisture traces in the filter housing of the air gas module which is most likely the root cause of the delta pressure transducer's failure. The most probable source of water into an air gas module is moist air from the hospital's gas supply system. According to the user´s manual, maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
(B)(4).